Event description:
Pt started on cadd pca pump for administration of morphine sulfate, on evening of 10/2/98. On next skilled nursing visit, 10/3/98 am, pump was found to be on stop mode with a residual volume of 100 ml. Pump restarted normally, heard to infuse at least once, no alarming during skilled nursing visit. After nurse left, pump started alarming. Facility was notified by the family by phone. Facility attempted to resolve via telephone conversation with family member who is a rn, but was unable to.